Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2014 with the following findings:investigation revealed that the text on the display screen is dim and discolored. The contrast was increased to the maximum of 10 with little improvement observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributor contacted animas alleging that the display screen was dim/faded/discolored. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.